Event description:
The patient was successfully treated for a stenosis in the basilar artery using angioplasty and stent placement. Five months post procedure the patient was readmitted for the angioplasty treatment of in-stent restenosis. Following this second procedure the patient suffered an acute small infarct in the left dorsolateral midbrain related to the procedure. It was reported "the patient recovered and returned to work".

Manufacturer narrative:
Device code: other for no allegation of product malfunction or non conformance contributing to the reported event. Evaluation conclusions: other for anticipated procedural complication. Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report. The device remains implanted and was not available for analysis. From the information provided it was determined that the device was used in accordance with the labeling and that this did not cause or contribute to the reported event. A review of the labeling found that it contained language regarding restenosis therefore, a root cause of anticipated procedural complication was assigned.